Manufacturer narrative:
Further information from the reporter is unavailable as consent has not been provided for follow up. No additional information is available at this time. The reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Medical staff reports rupture of an unspecified side. The device remains implanted.